Manufacturer narrative:
(B)(4). Batch #unk. This is an analysis of three photos submitted for evaluation. During the visual analysis, the following was observed: the first photo shows a box of a side of the box and it shows a device drawing with a 45mm anvil. The second photo shows a label on the box of product code ec45a, lot # x95453. The third photo shows an opened package with an echelon flex 60mm. The event described is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. N. A manufacturing record evaluation was performed for the finished device lot x95453, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that before a laparoscopic lobectomy, they opened the packing, the surgeon noted that the product is not in conformity with the packing as photo shows. Changed another device to complete the procedure. There was no patient consequence reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 1/26/2023. D4: batch # 841a28. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional tests were conducted on the returned device. Visual analysis of the returned sample revealed that an ec60a device was returned with no apparent damage and with an ecr45g reload present. Also, tyvek for an ec60a device was received along with the device. Further analysis showed that the channel and label on the shroud belong to an ec60a. The batch number printed on the device received was reviewed in our system and it belongs to the product code ec60a and it matches the device received. In addition, the lot number x95453 (ec45a) manufacturing date is a different month than the ec60a (x95f54) device manufacturing date. The device was tested for functionality with a test reload and it fired, cut, and formed the staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event. The event described could not be confirmed as no sales unit was received for analysis and the manufacturing date of the lot number and batch number do not match. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device lot number x95f54 , and no non-conformances were identified a manufacturing record evaluation was performed for the finished device batch number 841a28, and no non-conformances were identified.